Event description:
When the physician was using the echelon flex60 to staple the stomach, he fired the stapler and it did not cut the tissue. He got another stapler and tried again and was able to cut the tissue and finish the case with no harm to the patient.